Event description:
It was reported that during a laparoscopic appendectomy procedure, blunt tip of the trocar broke off during procedure. Once the surgeon became aware of situation, they placed irrigation on the patient and used suction to remove the irrigation; however could not find missing piece. Continued with procedure, patient is fine and has returned home. Unknown delay to procedure.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: there were no post ¿operative complications with the patient and everything is fine.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. At what point of the procedure did the surgeon observe the tip of the trocar broke? What was the surgeon doing at the time of the break? Does the surgeon believe the trocar was left in the patient? Is there a possibility the piece of the trocar broke outside the patient? Is there a possibility the piece of the trocar was not left in the patient? Has the patient experienced any post-operative complications? The analysis results found that the b5lt device was received without the sleeve assembly, only the obturator was returned. During the inspection with magnification, the clear lens was found to be melted and a portion of the lens was missing. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.